Manufacturer narrative:
It was reported that the black piece of the piston irrigation syringe plunger was "disintegrating." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review. The photographed piston irrigation syringe did not look similar to a medline-branded syringe and may not have been a medline device. In the photo a small black component was observed to have detached from the overall plunger and was observed to be at the bottom of the barrel near the opening of the piston irrigation syringe. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the black piece of the piston irrigation syringe plunger was "disintegrating."